Event description:
It was reported that the physician could not aspirate during dye study. Pt was taken to the operating room to troubleshoot catheter. Catheter opened at connection. There was no cerebrospinal fluid return. Physician removed the spinal segment of the catheter and tried to flush it with normal saline but "no fluid would come out end of catheter," it was noted as "occluded." Catheter was replaced; however the pump segment of the catheter was left behind. Pt recovered without sequelae. The drugs delivered included morphine and bupivacaine.

Manufacturer narrative:
(B)(4): catheter analysis: 21.9 cm of the distal/spinal segment including the dispensing holes was returned. Analysis of which revealed a catheter leakage due to hole about 0.5 cm from the proximal end of the returned segment.